Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy, sacrocolpopexy, paravaginal defect repair, posterior repair, and pubovaginal sling (prefyx) implant. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 by dr. (B)(6) and mesh was implanted concurrently with total abdominal hystereotomy, sacrocolpopexy, paravaginal defect repair, and posterior repair.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, hematuria, cramping, daytime frequency and yellow discharge.

Event description:
It was reported that following insertion the patient experienced dysuria, hematuria, cramping, daytime frequency and yellow discharge.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.